Event description:
It was reported that this device was explanted due to a header issue. The device was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this s-ICD found no anomalies with the header. A review of the device memory found no suspicious system errors or resets. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Event description:
It was reported that this device was explanted due to a header issue. The device was returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device was explanted due to a header issue. The device will be returned. No adverse patient effects were reported.